Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at 71.9 mcg/day). The patient had a medical history that included multiple scleroisis. Was reported that during a normal elective replacement indicator (eri) replacement the pump connector could not be disconnected from the pump being explanted. The catheter connector was cut off and left attached to the explanted pump. It was replaced by a new connector segment. Upon interrogation of the pump it was noted that an unknown motor stall had occurred. The patient did not know of any reason that the pump had stalled; no magnetic resonance imaging (MRI) or alarms were noted. It was noted that the explanted catheter portion and pump would be returned once released from the hospital. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.